Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), defibrillation and transvenous leads were explanted due to a patient infection. A non-boston scientific epicardial lead remained implanted. No further adverse patient effects were reported.

Manufacturer narrative:
A request was made for product return. Should additional information become available this event will be updated.